Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a powerglide with an unraveled guidewire is confirmed, and the cause appears to be use-related. The sample returned was one powerglide pro device. Visual evaluation found the guidewire unraveled and extending out of the needle of the device, through the safety can, through the plug of the green wings, and through the catheter, leaving 0.4 cm outside the tip. The wire was bent at the catheter tip. Use residue was found on the wire and extensively within the catheter. The core wire was broken and much of the coil wire was uncoiled. Microscopic evaluation found the core wire to be bent and tapered at the proximal break point. The break surface was granular. This is consistent with a tensile break. The distal tip of the coil wire was intact. The coil wire was wrapped around itself just proximal to the needle tip, such that a loop was created. The tip of the catheter was plastically deformed at the tip where the wire was bent. Blood was found throughout the catheter. There was a tissue plug on the wire at the junction of the wire and catheter tip. The bend in the wire at its junction with the catheter tip, the deformation of the catheter tip, and the plug of tissue suggests that tissue was pulled into the catheter and at the same time pressure was applied between the catheter tip and wire. It the guidewire/housing were retracted or the catheter were advanced at this point, this may have resulted in the breakage of the guidewire, the end of it being constricted. In order to form a tissue plug, the wire must have been located in tissue. In addition, the user is not instructed to withdraw the guidewire once deployed. The IFU states the following: ¿ ¿insert the needle into the vein and observe for blood return in the catheter. Advance the guidewire using the guidewire push-off button until fully deployed. Caution: wings will not deploy until guidewire is fully advanced. Caution: blood return will slow or stop once the guidewire is fully extended. Fully advance the catheter using the catheter wings. Caution: always keep the housing stationary while advancing catheter wings. Failure to do so may prevent catheter from entering vein and cause delays in procedure. Warning: once the catheter has been advanced, do not re-insert the needle back into the catheter or pull the catheter back onto the needle. If the catheter needs to be repositioned, either do so without the aid of the needle, or remove both the catheter and the needle as a unit to prevent the needle from damaging or shearing the catheter.¿

Event description:
It was reported by the facility, via the sales rep, that they had a powerglide where the guidewire unraveled.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the facility, via the sales rep, that they had a powerglide where the guidewire unraveled.